Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6)2014, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A manufacturer representative reported that a patient whose indication for use is dystonia and movement disorders had the right side device and extension removed on (B)(6) 2014 due to an infection. Further follow up is being conducted to clarify implant and explant dates. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative reported the issue was resolved.